Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that when she had the pump in her "belly" she had problems. It was reported that the patient's stitches broke while she was in the hospital and she was in a great deal of pain. About six weeks after the implant on (B)(6) 2010, the patient was "putting out so much fluid from her stomach that she had to wear old lady pee pads and was going through one every four hours." She became so weak she had trouble standing up. The pump was replaced on (B)(6) 2011, and the patient reported that she was then "very happy with her pump" and "she has no problems and it works wonderfully." No further complications were reported.